Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up one week post implant, an out of range shocking impedance measurement was noted in the triad configuration as well as the distal coil to proximal coil configuration. It was suspected that there was a proximal coil connection issue. An x-ray was performed and the terminal pin appeared in the proper position under x-ray. Boston scientific technical services (ts) discussed troubleshooting to determine the root cause of this case, as well as performing a shock configuration test and saving the data to a disk. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that due to the varying shock impedance measurements a possible lead fracture was suspected. At this time the system remains implanted.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information noted that the device was programmed rv coil to can and normal shock impedances measurements were obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.